Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed) and the inner insulation was pulled apart due to overstress.

Event description:
Infection was reported and that there was vegetation growth on the entire system. The system was removed. No further patient complications have been reported as a result of this event.